Event description:
Reporting status: serious injury-medical intervention reporting rationale: balloon catheter was used to position and deploy the stent at the lesion site-medical intervention. Device issue: stent dislodgement. It was reported that upon respositioning of the device in a very calcified lesion in the lad, the stent dislodged. A balloon catheter was used and the stent was captured and positioned at the lesion site and deployed. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Quality engineering reviewed the incident information, however, the device was not returned so a conclusive root cause could not be determined. All stents are visually inspected on line to verify proper placement. Stent outer diameter is verified 100% at the time of manufacture, and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit has an adequate crimp.